Event description:
Info received indicates an intepro mesh graft was implanted on (B)(6) 2007. Reportedly after the implant pt has experienced pain, erosion of internal tissue and dyspareunia.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.